Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected insulin flow blocked alarms or failed battery test alarms noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. However, power error noted in trace download analysis due to intermittent non-sleep anomaly software error. The insulin pump trace download analysis confirmed a pump error (variable 3) alarm due to poor solder joints on keypad assembly. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that when they performed the self-test the insulin pump alarmed a hardware low level failure with a failed battery test. The customer¿s blood glucose level was 9.8 mmol/l. Troubleshooting was performed. They completed the reservoir and tubing process without errors. They completed a manual bolus of 0.1 unit into the air. It was recorded in the daily history. However, it was noted that they had a second occurrence of the hardware low level failure alarm. The device will be returned for analysis.